Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implant, the patient had chest pain. Cardiac perforation was suspected, so the right ventricular (rv) lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.